Event description:
It was reported that the customer was hospitalized for high ketones. The customer's mother stated that prior to the event, the customer had been experiencing elevated blood glucose levels for the past two weeks and was bolusing with the insulin pump and using manual injections to bring down his blood glucose levels. Programming was correct. Troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.